Manufacturer narrative:
Dr stated that the case was completed with nothing abnormal noted before, during or immediately after treatment. Pulmonary embolism is a recognized complication of endovenous ablation and is addressed in the product labeling. There is no indication that the product caused or contributed to the reported event.

Event description:
In 2008, the patient was treated for a left greater saphenous vein closure. The following month, the patient was admitted to the hospital and treated for a pulmonary embolism (pe).